Event description:
It was reported the customer had a blank display on their insulin pump. It was also reported the buttons were unresponsive. The customer had replaced the batteries but the blank display persists. The customer also reported there was corrosion on the battery compartment. Customer's blood glucose was 14 mmol/l. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. The operating currents could not be measured and no keypad function could be tested due to the blank display. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, and a scratched reservoir tube window.